Event description:
It was reported that during an endoscopic retrograde cholangiopancreatoscopy (ercp) procedure, a premature deployment occurred. The lesion was located in the common bile duct (cbd). Upon advancing the rx wallstent biliary 10mm x 100mm stent delivery system through an unspecified endoscope, the stent prematurely deployed "just beyond the biopsy port". The physician advanced another of the same stent through the deployed wallstent, however, this caused the deployed stent to move in such a way that it was seen "coming out of the scope". The physician was able to successfully inplant the second stent in the cbd and then remove the endoscope and deployed stent as a unit. No patient injuries or complications were reported. The patient's status is unknown. It was further noted that the physician had originally intended to place two stents during this procedure, however, due to this event only one stent was placed.

Manufacturer narrative:
A visual examination of the returned device found that a 0.035 inch jagwire guide wire was inserted through the tip and out the guide wire access port. During analysis it was possible to withdraw the guide wire but a slight resistance was noted and the outer sheath retracted when the guide wire was pulled out through the tip. It was noted that the inner sheath was very slightly offline with the guide wire access port. No other issues were noted. The stent that had been deployed was not returned. A review of the manufacturing documentation for this batch number found that the device met its material, assembly, and product specifications. The most probable root cause can be attributed to operational context as the complaint is due to anatomical/procedural factors encountered during the procedure which limited performance of the device.